Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. The device was unable to be interrogated with the programmer. A magnet was applied and interrogation was still unsuccessful. The patient did not want to stay in the hospital and was discharged home. The patient planned to present the next day. Boston scientific technical services (ts) recommended verifying there were no other external beeping sources, as the beep tone pattern was atypical (14 beeps). They also advised performing a magnet reset in an attempt to interrogate the device. If unsuccessful, device replacement was recommended. No adverse patient effects were reported. A magnet reset was attempted but interrogation of the device was still unsuccessful. A procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed up on receipt at our quality assurance laboratory. It could not be interrogated and no tones were emitted upon magnet application. The device case was removed and when the battery was measured, the voltage was found to be lower than expected. The device battery was removed and replaced with an external power source. The device then exhibited normal telemetry. Current measurements were also within normal range. Review of device memory noted excessive warm reboot, template lost, and power supply error messages were recorded. Despite attempts to reproduce the condition that resulted in the error messages and premature battery depletion, the root cause could not be determined.

Event description:
Boston scientific received the device and completed analysis.